Event description:
Dr of the surgery center was attempting to remove a spring guide epidural catheter following the procedure when the catheter began to "unravel". He managed to remove the catheter but "a small piece" was missing. Dr did not attempt to find or remove piece of catheter and reported pt was fine and experiencing no problems.